Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting when priming. Insulin pump had unexplained random no delivery alarms and rejected new batteries. The insulin pump had oily rainbow effect on screen and rewind was louder. The plastic had chipped at the time of changing reservoir. Insulin pump had seizures and clock had a lag. The alarms were faint and barely audible. The screen of insulin pump had lost brightness. The back of insulin pump was broken and unable to wear clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected alarm/alerts/anomalies noted during testing. No alarms noted on event date during prime/fill in alarm history screen. Pump successfully downloaded to thump. No insulin flow block alarm noted in downloaded history on event date. No power loss alarms/alerts listed in pump downloaded history on event date. No battery failed alarms [58] noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No unexpected insulin flow block alarms noted during testing, no deliver not confirmed. Time/clock anomaly not confirmed during testing. No prime/fill anomalies noted during testing, prime/fill anomaly not confirmed. Cosmetic damage at belt clip rails was not confirmed, however, other cosmetic damage was noted. No battery failed alarms noted during testing, battery failed test not confirmed. No audio anomalies noted during testing. No unexpected rewind alarms/alerts testing. The motor was tested outside of the device and passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.